Event description:
Customer reported a past high blood glucose event with an unspecified cause. Highest level was noted as "high" with no specific value provided. There was no adverse impact to the customer's blood glucose level requiring third-party assistance. The customer performed a correction injection using multiple daily injections. Technical support advised the customer to consult with a healthcare professional to understand factors affecting blood glucose levels, and the customer agreed to this recommendation.